Manufacturer narrative:
At this time product has not yet been returned and is not expected to be returned as the customer discarded the product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the filament of the adc freestyle libre sensor stayed in the skin that reportedly caused blood clot and he experienced pain. Customer had contact with the healthcare provider who performed a biopsy and administered steroids during the procedure. Customer additionally reported that due to steroids administered during the procedure, his blood glucose was high and therefore received insulin continuously to lower the glucose level. There was no report of death or permanent injury associated with this event.